Manufacturer narrative:
This event has been confirmed as duplicate of report number 9611594-2019-00149. Any additional information received will be filed under report number 9611594-2019-00149. No further reports will be filed under repot number. All information reasonably known as of 24-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 27-aug-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the, "rn changed the patient's diaper and witnessed a silastic ng piece (~4cm in length) in the patient's stool. It appeared to look like the weighted end of the ng in the patient's stool. The patient at the time did not have an ng in situ. The patient's last known ng was inserted (B)(6) 2019 and removed (B)(6) 2019, in its entirety. This was a size 8fr, but all prior tubes were size 6fr. There was no known harm to the patient from the medical team's perspective." Additionally, the "patient frequently removed tubes on her own" and the medical doctor was informed of the broken device piece passing in the patient's stool.